Manufacturer narrative:
Additional/updated information was added to reflect the frame assembly being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. However, the underlying cause could not be determined after reviewing the documentation in this investigation. Per the initial evaluation, the coved washer that mounts the seat post to the frame had broken from the post receiver tube. An expanded evaluation was performed. The expanded evaluation report confirmed that the seat post receiver tube was broken at the top, and there was corrosion present around the broken area. Fields were updated accordingly.

Event description:
Dealer states that the user called him and stated that his seat was wobbly and when the dealer arrived he discovered that where the seat post goes into the base frame it has cracked.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the user called him and stated that his seat was wobbly and when the dealer arrived he discovered that where the seat post goes into the base frame it has cracked.